Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the surgeon tried to activate the blade on the trocar by pushing the red lever forward, but it would not stay activated. Another was opened to complete the case. There was no consequence to the pt.